Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that m2-motor disconnected alarm (s/n: (B)(4)) occurred while the patient was moved for a different non-related investigation. The alarm was visually confirmed to have stopped pump function. A perfusionist performed a restart of the pump function with a repeat trial of increasing pump rotations per minute with stable support. A decision was made to perform an elective exchange for a centrimag (cmag) backup unit. During the cmag console exchange, a motor stopped alarm (s/n: (B)(4)) occurred on the new cmag console. The perfusionist decided to use another cmag unit and performed an exchange of the cmag system with a restart of support without any further issue. The patient condition was unchanged. This event is also reported under MFR #3003306248-2020-00005, MFR #3003306248-2020-00007, and MFR #3003306248-2020-00008.

Manufacturer narrative:
Sections h3, h4, h9: additional information. Manufacturer's investigation conclusion: the reported event of a motor disconnected alarm was confirmed via the log file. A log file was downloaded from the returned and associated centrimag console. A further review of the downloaded log file showed events spanning approximately 25 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 13:19, a ¿motor disconnected: m2¿ alarm activated. The alarm was able to be muted and cleared. The centrimag motor was returned for analysis to the edc and was evaluated and tested. The motor cable was tested, and a cable break was found. The motor subsequently must be scrapped. The root cause for the reported motor disconnected alarm was conclusively determined to be due to motor cable damage. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.